Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2102) was confirmed. The root cause of the failure was a defective trunk cable. The root cause for the defective trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code.